Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume infusor. The infusor was filled with solution and connected to a patient when the issue was identified. The no flow event was further described as the bladder not deflating during infusion at the patient¿s home. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufacturing date: february 27, 2017 ¿ march 1, 2017. The device was received for evaluation containing approximately 94 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. Evidence of continuous flow was observed during the functional flow rate test. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.